Event description:
It was reported that there was a piece of hair that got sterilized in the package.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that there was a piece of hair that got sterilized in the package.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Upon visual inspection of the received unit a hair was found in the blister seal. Based on the investigation, the most probable root cause for this foreign material can be attributed to workmanship (procedure not followed). The hair was not captured during the particles inspection check or packaging stage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.